Event description:
A malfunction alarm occurred and was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup therapy via multiple daily injections (mdi) or possibly return to omnipod until the issue was resolved. Technical support arranged for the replacement of the pump and provided instructions for putting the malfunctioning pump into storage mode before returning it to tandem.